Event description:
The contact stated that, the customer tested his blood glucose using his contour meter and received a reading of 22 mg/dl. He then retested using his one touch meter and received a reading of 177 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Troubleshooting of the system showed it to be operating as designed. No product will be returned for evaluation.